Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation and it can be seen the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review showed that the findings and resolutions are consistent and no product deficiency was found. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 20.5 diopter zct150 intraocular lens (iol) was implanted in a female patient''s eye. Post-op, she experienced poor visual acuity. Reportedly, target refraction was -0.75 and post-op refraction was +1.50. The lens was explanted and replaced with a 22.5 diopter lens, the same model. There was no incision enlargement, vitrectomy or other complications. No further information was provided.